Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the occlusion events by changing the infusion set and cartridge.